Event description:
The doctor reports that the screw portion of the abutment fractured while placing it into the implant.

Manufacturer narrative:
Visual inspection of the returned certain® low profile one-piece abutment confirms the screw portion of the abutment is fractured. Based on the data reviewed in the DHR and the complaint history review, there were no causes that might have contributed to the event as reported. A definitive root cause for the fractured abutment screw cannot be determined(B)(4)

Manufacturer narrative:
Device has been returned to manufacturer evaluation anticipated.